Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device and found the pump manifold assembly was defective. It was replaced and the device was returned to use.

Event description:
It was reported that during testing a ventilator was not ventilating and had a constant alarm. There was no patient involvement.